Event description:
During the atrial fibrillation procedure, the sheath was inserted into the left atrium. When negative pressure was applied through the side port to perform aspiration prior to catheter insertion, air was aspirated. Aspiration was repeated several times; however, the air could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.